Event description:
Patient developed a pseudoarthrosis and during the revision surgery to treat the pseudoarthrosis, the surgeon discovered a broken denali monoaxial screw at s1.

Manufacturer narrative:
When the information on this incident was first received, the cause of the fracture appeared to be due to a psuedoarthrosis (post-operative time point had not been made available) however, the manufacturer was informed that the reason for the revision surgery was to treat the non-union and the broken screw was discovered incidentally and therefore, the incident was felt not to meet the criteria for reporting. However, additional information has since been received from the sales representative, clarifying that the broken screw was discovered, radiographically, approximately (B)(6) months post-operatively. Though the patient had not fused, and the motion in the segment may have caused the screw to break, this MDR is being filed as a precaution because of the post-operative time point in which the screw was discovered broken. Unfortunately, the screw is not available for evaluation however, the data on these screws continues to be monitored and reviews of the manufacturing records have revealed no material defects.